Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the mini drawer was not indexed. Field service engineer tested in hta all mini drawers operating properly, possible inventory miscount/misload. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system¿s whole drawer opened, which gave access to all the vials when removed a quantity of one vial from a mini single drawer contained 6 vials in separate pockets. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer fully open while attempting to remove a single vial. Field service engineer verified the drawer and found no issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis anesthesia system drawer fully open while attempting to remove a single vial. The customer reported that upon extracting a single vial from a mini single drawer, which holds six vials in separate pockets, the entire drawer opens, thereby providing access to all the vials contained within. There were no adverse events or injuries reported based on this incident.